Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their blood glucose was 50 mg/dl. The customer had experienced recent low blood glucose values and his medical professional instructed him to change his basal rates. The customer was assisted with programming the new basal rates. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.